Event description:
As reported, proper hemostasis was not achieved when the 6f exoseal vascular closure device (vcd) was removed from the patient's body. There was no reported patient injury. There was no resistance or friction experienced as the exoseal vcd was advanced through the sheath, and there was no difficulty connecting the vascular sheath introducer or deploying the plug. The vascular sheath introducer was not retracted until the hub engaged with the indicator wire cowling, but the indicator wire cowling locked against the handle assembly and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator, and no difficulty was encountered when depressing the deployment button, which functioned normally. Pulsatile bleeding at the puncture site was noted immediately upon removal of the exoseal vcd and sheath, which were removed together as a single unit approximately 1¿2 seconds after depressing the button. The plug did not fall out of the device shaft and did not remain in the shaft. The procedure was completed by manual compression. A retrograde approach was used during an interventional procedure, the user was trained to the device, and a 6f non-cordis sheath was used. Femoral artery suitability and insertion angle were verified on angiography, the vessel diameter was confirmed to be at least 5 mm, and there was no visible calcium, plaque, stent, or stenosis greater than 50% at or near the puncture site. The target site had not been previously closed with a device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm before exoseal vcd use. The device was prepared, stored and used according to the instructions for use (IFU). There was no damage to the device prior to opening the package. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.